Manufacturer narrative:
Response: the sample was disposed of by the user facility. The user facility had opened the unit; so their report would not have been able to be confirmed without the sealed unit showing confirming that there was a part of the device missing.